Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was taken to the emergency room due to low blood glucose. The reported blood glucose reading was 20 mg/dl during the phone call. It was stated that the customer was found in his car unconscious prior to the event. Nothing further was reported.